Event description:
It was reported that a patient was experiencing complications of persistent hyphema and vitreous hemorrhage (vh) in their left eye (os) after baerveldt glaucoma implant surgery. The symptoms were not improving even after two months. The best corrected visual acuity was hand motion due to the vh. Since vh had not improved, the patient underwent a 25-gauge pars plana vitrectomy (ppv) os. Although the vitrectomy was uneventful, descemet¿s membrane detachment (dmd) was observed at the end of surgery (noted to be unrelated to baerveldt surgery). No additional information was provided.

Manufacturer narrative:
Section a2 date of birth and a4: unknown; not provided. Section b3 date of event: unknown; not provided. Section d-1 brand name: unknown as information was not provided. Section d-4 model number: unknown, as product serial number was not provided. Section d-4 catalog number: unknown, as product serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section d6a: if implanted; give date: unknown. Section d6b: if explanted; give date: unknown. Section e1: telephone number: unknown; not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.